Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was having difficulty charging the pump despite the attempt of multiple wall adapters. In addition, the battery was noted to be depleting quickly. The customer stated the pump battery depleted from 80% to 10% in one day. It was indicated that the customer would use a backup pump as insulin therapy until the replacement pump was received. It was also reported that the customer experienced a low blood glucose (bg) level prior to the call (61 mg/dl). The customer stated that they had gone for a walk prior to contacting tandem technical support. Juice and candy were consumed to address low bg level. The customer declined to perform troubleshooting with tandem technical support.

Manufacturer narrative:
Low bg - 213,71.